Event description:
Physican reported that he observed screw fractures in four cases. These pts received casper titanium screws plates for anterior cervical fusion. In three of the four cases, the screw fracture had not affected the pt and the patients remain asymptomatic. All screw fractures are believed to be caused due to allograft shrinkage/collaspe, causing the plate to shift and increasing the stress upon the screws. In all four cases the screw in a hole versus slot has fractured.in the fourth case, the pt was treated for a c-4/c-5 vertebrectomy with c-3/c-6 implantation of a casper plate and screws. Follow up x-ray on 6/3/93 showed no change. Follow up on 7/1/93, film indicated a screw breakage. Aprox. 7/8/93 the pt began to complain of dellltoid weakness in right deltoid. 7/29/93 cervical meylogram findings were normal. The symptom persists as of 2/22/93 but has not worsened. The physician attributes the symptom due to the graft shrinking, causing a decrease in foreammmmminal opening,,, increasing pressure on the cord/nerves. The pt will continue to be observed.